Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was blood leakage of one device. No patient impact reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. H.6. Investigation summary: material #: (B)(4) lot/batch #: 3108667 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.